Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. The customer's blood glucose level was not impacted. During the call with tandem technical support, the customer loaded a new cartridge and received an accurate fill estimate. Several hours later, during a follow-up call, the customer reported that the fill estimate was still accurate and the insulin gauge was displaying the correct amount of units.